Event description:
Additional information was provided, by the customer. Which confirmed, the issue occurred, during preparation for use of an unknown procedure. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h3 and h4. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: faulty charged coupled device and a cut on the cable. Based on the results of the investigation, it is likely, the distorted image occurred, due to a faulty charged coupled device. A root cause of the faulty charged coupled device and cut on the cable could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a distorted image. There were no reports of patient harm. The patient impacted field was updated to "yes" according to the available information on the inquiry. ((B)(4)/14-oct-2024) the patient impacted field was updated to "no" according to the due diligence dd-(B)(6). ((B)(4)/14-oct-2024).